Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that their most recent right ins was not working. They had an appointment on (B)(6) 2019. No further complications were reported or anticipated. On 2019-aug-02 (rep): additional information was received from manufacturer representative (rep). They reported cause was no known. Patient had rescheduled appointment to meet with rep to (B)(6) 2019. When they spoke over the phone, patient still could not get device to sync. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they met with the patient on thursday, (B)(6) 2019 at the health care physician (hcp) office and they were able to show the patient how to successfully sync their device. The rep noted that all issues were resolved and the patient was re-educated on how to properly use the smart programmer. There were no further complications reported.